Manufacturer narrative:
A spacelabs technical support representative walked the user through performing a system restart of the xhibit central stations. Following the reboot, the customer confirmed the issue was resolved. Cause of failure was not determined.

Event description:
The customer reported that while monitoring telemetry patients at a xhibit central station they lost telemetry patients. There was no patient or user harm associated with this event.